Event description:
The customer stated the architect havab-m assay generated four (B)(6) results when recalled reagent lot 93794hn00 was in use. The customer tested these four samples with the axsym havab-m assay and (B)(6) results were obtained. The customer stated they had forgotten about the product recall letter for the architect havab-m reagent lot 93794hn00, discarded it, and agreed to re-run the (B)(6) samples with a new lot of architect reagent. After the customer received the replacement reagent lot and re-ran the four (B)(6) samples, (B)(6) results were obtained. The customer provided an example of patient results as follows: (B)(6). There was no impact to patient management.

Manufacturer narrative:
(B)(4). Concomitant medical device: architect i1000sr analyzer, list # 1l86-01, serial # (B)(4). Results: cross contamination was identified as a potential cause. Conclusion: (B)(4). An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual (B)(6) results rate was detected on march, 2009. The investigation revealed the most probable cause for the increase rate of (B)(6) results is the hav antigen code 26286 which has a reduced potency that affects the architect havab-igm performance. (B)(4). As a result, the signal to noise ratio is shifted specially in the (B)(6) samples leaving the assay prone for false (B)(6) results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.